Manufacturer narrative:
Initial reporter phone #: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the tube was cracked just below the cap and blood leakage occurred with a bd tube acd gh 13x100 6.0 plblce yel. The following information was provided by the initial reporter: during blood collection using a 367756 acd solution b tube, lot: 9025703, the tube was not filling correctly. After removing the tube from the one-use holder, small ¿blood bubbles¿ formed just below the hemogard closure as there was a small amount of blood inside the tube. Tube was put down on some paper toweling and the blood leaked from the tube. Upon further investigation it was found that the tube was broken just below the light yellow top. After removing the hemogard closure, the broken glass could be seen inside the yellow top.

Event description:
It was reported that the tube was cracked just below the cap and blood leakage occurred with a bd tube acd gh 13x100 6.0 plblce yel. The following information was provided by the initial reporter: during blood collection using a 367756 acd solution b tube, lot: 9025703, the tube was not filling correctly. After removing the tube from the one-use holder, small ¿blood bubbles¿ formed just below the hemogard closure as there was a small amount of blood inside the tube. Tube was put down on some paper toweling and the blood leaked from the tube. Upon further investigation it was found that that the tube was broken just below the light yellow top. After removing the hemogard closure, the broken glass could be seen inside the yellow top.

Manufacturer narrative:
H.6. Investigation: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for broken tube with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. H3 other text : see h.10.